Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a product used for spinal therapy. It was reported that the threaded sleeve broke off from the main screwdriver shaft, resulting in instrument breakage. There was no patient involvement reported and no patient complications have been reported as a result of this event. Additional information was received from manufacturer representative that the reported product was already used before.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 5484306, lot# k25b1082 visual inspection confirms the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with overload medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.